Manufacturer narrative:
The device has not been returned/received to date. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. If the device is received, a supplemental report will be submitted with the investigation results. Locked down smartphone: lockdown: omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) had a battery event. The patient reported she was entering her pin into the pdm in order to deliver a bolus, and the battery swelled up and "blew out" of the device. The patient reported she dropped to the floor after the battery event, and her hand had was experiencing a burning sensation, pain and had a few blisters. It was noted the patient is 8 months pregnant. No impact to the blood glucose levels was reported. The patient did not require medical attention and reported she was more concerned about getting a replacement pdm so she could deliver insulin. The patient acknowledged needing to contact her physician for an alternate form of insulin delivery while awaiting her replacement. The device is expected to be returned.